Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (no image) was duplicated when evis 190 series videoscope connected to the subject device, but that the image issue was resolved after this videoscope reconnecting the subject device, and also found that there was no abnormality inside the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined based upon the information from omsi. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The field service engineer (fse) of olympus medical systems (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated only when evis 190 series videoscopes were connected to the subject device, and that the subject device functioned without problem when other videoscopes were connected to the subject device. In addition, it was also found that when these other evis 190 series videoscope were connected to other video processor cv-190, the other cv-190 functioned without problem. The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor while evis 190 series videoscope was connected to the subject device. There was no report of patient injury associated with this event.